Manufacturer narrative:
Evaluation: results: as received, both leads were incomplete. Lead a was observed to have broken wires approximately 19 cm from the stimulation end and compression marks along the lead segment. Due to the broken wires and incomplete leads, functional testing was unable to be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including two percutaneous leads (from the same lot), on (B)(6) 2008. It was reported that the patient lost stimulation. Diagnostic tests exhibited invalid impedance readings on lead contacts 9-16. An x-ray revealed that the leads was fractured. The physician explanted and replaced the leads with a surgical lead on 05/24/2011. No further patient complications were reported.